Manufacturer narrative:
The customer reported that repeat testing was performed on another rp 500 to confirm correct results. The cause for the discrepant results is unknown.

Event description:
The customer reported discrepant sodium and chloride results. There was no report of injury due to this event.

Manufacturer narrative:
Review of instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The cartridge was returned for evaluation but could not be run on an internal instrument. The cartridge was disassembled and the valve seal in the luer mount was found to have a defect. This defect may have caused salt build up in the sample port/luer area, which may have contributed to the discordant results.